Event description:
It was reported difficult deflation was encountered following the first inflation, during dilatation of another manufacturer's stent in the carotid artery. A guidewire was inserted through the balloon which resulted in successful balloon deflation. The procedure was successfully completed with this balloon and the patient's condition is good. The user facility will not release this device for evaluation. Therefore, no failure anlysis is available. The follow-up revealed this device was being used in a non-indicated procedure, carotid stent dilation. User technique and/or patient anatomy may have contributed to this event. However,the co is unable to determine the exact cause for this event. Directions for use state:"medi-tech symmetry and symmetry stiff shaft balloon dilation catheters are recommended for precataneous transluminal angioplasty of small,narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature. These catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended. When dilation has been completed,deflate the balloon by applying suction to the balloon lumen. The larger the syringe diameter,the greater the suction that is applied. For maximum deflation a 20cc syringe is recommended".